Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b32000 (lot: 082m12224); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative that the doctor does not like the screws used in the burr hole device because they are difficult to engage and tend to slip out of the guide tube easily, indicating a retention issue. The problem was attributed to the product design. No diagnostics or troubleshooting were performed. The doctor decided to remove the screws from the burr hole device and replace them with cranial plating screws from another manufacturer for all dbs cases from now on. The issue was resolved at the time of this report. The healthcare professional had no further information on this event.